Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that one day post implant the ventricular lead was malfunctioning due to dislodgment. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.